Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the tip protector on a uv flash transfer set was separated from the spike. This event was observed prior to opening the over-pouch. No additional information is available.